Event description:
Customer alleges the switch doesn't seem to communicate with the chair to make it tilt or recline. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 3gar-cg, (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition stales she has m.s. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the 4-way switch box doesn't seem to communicate with the power chair for the tilt/recline after a few days. The dealer stated that when the digital info box, where the 4-way switch plus into, was changed out the switch stopped working, but when the digital box was reinstalled with a new 4-way switch the chair worked. No injury or medical intervention alleged.